Event description:
It was reported that cardiosave intra-aortic balloon pump (iabp) had malfunction of transmission external source bp and safety disk expired. There was no patient involvement

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Updated field: b4, (g1(contact office, contact person ¿ mfg site), g3, g6, h2, h3, h6 (type of investigation, investigation findings, component codes, investigation conclusions) h11. Corrected field: b3. A getinge field service engineer (fse) was dispatched to evaluate the unit. Fse replaced front end board replacement of safety disk and tidal disk as they expired, functional tests performed as required by the service manual and functional checks performed on the ext ECG and pa sources via netech minisim simulator with positive outcome. Repair completed. Functional tests performed with positive outcome.

Event description:
N/a

Manufacturer narrative:
Updated data: b4, g3, g6, h1, h2, h11. Corrected data: e1 (event site address).

Event description:
N/a.